Event description:
It was reported the patient could not feel stimulation. Impedance readings were over 4000 ohms. The lead was replaced due to breakage.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.